Event description:
This event occurred in the newly remodeled outpatient oncology infusion center. It was determined that the line designated for oxygen contained medical air. The line designated for medical air contained oxygen. Patient had come for infusion services and was removed from his own oxygen tank and was placed on wall oxygen for the infusion. His oxygen saturations dropped and he was placed on an oxygen tank in the unit. His infusion was continued without event. The biomedicine department was called and their staff could not determine any problem with the gauges. The next day, respiratory therapy was contacted and determined that oxygen was not coming out of the line for oxygen. Dates of use: 2009. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction?: no.